Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that perforation and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system and 30mm watchman laa closure device and delivery system were used. The closure device was deployed in the laa, but was too proximal noted by echocardiogram and angiography images. A full recapture was performed. While attempting another access to the appendage, the access system was advanced without a pigtail catheter. The device was deployed again in a good position. After contrast injection a perforation of the laa was observed and confirmed with echo. The patient was stable; however, the physician opted to perform pericardiocentesis and 60 cc of blood was removed. The effusion was resolved. The device was implanted. The patient was monitored through the following day and remained stable and in good condition.